Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The noise could be reproduced in clinic. The physician elected to program the device to vvi mode. The patient¿s condition was stable and would continue to be monitored remotely.